Event description:
Customer states she is seeing erratic and zero results with igm, bun and glucose. She is currently running all igm tests in duplicate. Customer provided results for two patient samples, only the igm results were found to be discrepant. Patient 1, initial igm result 306.2, repeat four times gave 24.7, 41.2, 41.1, and 43.9 mg per dl. Patient 2, initial igm result 17.9, 186.1 mg per dl. Customer states no results from this analyzer were reported and no patients were affected.

Manufacturer narrative:
The field service representative determined the sample assembly tubing had a hole which caused the discrepancies. He ordered the sample assembly and installed it on a subsequent visit on (B) (6) 2009. He verified analyzer operation using mechanical checks and by running controls.